Event description:
Caller states tht he performed the following tests within a half hour on the same device: 83mg/dl, 252mg/dl, 404mg/dl. He reports taking insulin after receiving these results and testing at 131mg/dl a minute later and 128mg/dl on an additional device. He reports that approx 4 hours later he had low blood glucose symptoms. The paramedics were called and took him to the emergency room where he tested at 52mg/dl after receiving an IV of unk substance. No quality controls were used. Requested return of suspect device and replacement was sent.